Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient present to emergency department with chest pain and shortness of breath. A remote monitoring transmission indicated the right ventricular (rv) lead had previous t-wave oversensing (twos) and the right atrial (ra) lead had far field r-wave (ffrw) oversensing on the current electrograms (egm) and past ffrw oversensing causing atrial tachycardia/atrial fibrillation (at/af) episodes. The leads remain in use. No further patient complications have been reported as a result of this event.